Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused prurigo nodularis auto immune skin disease, throat irritation, cough and has alleged to seeing particles in the device. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 09, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging prurigo nodurlais auto immune skin disease, throat irritation, cough and has alleged to seeing particles in the device. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed unknown white, brown, and black contamination (dust like) , (inconsistent with degraded sound abatement foam) at the air inlet of the blower box, unknown white, brown, and black contamination (dust like), (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization.), dust like contamination on top and bottom of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, potential fluid deposit spots on the bottom of the blower motor, indicating potential water ingress, potential fluid deposit spots on the bottom of the blower box, indicating potential water ingress, unknown white, and tan (dust like), contamination in the blower box, black dust like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that they were unable to address the symptoms specified and there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufacturer was able to confirm the complaint of particles in airway. Sections d8, d9, h2, h3, h6 has been updated in this report.